Event description:
It was reported that patient underwent proximal humeral plating procedure on (B)(6), 2012. During the procedure, the screwdriver fractured in the cortical shaft screw. The tip of the screw was removed using a hammer and osteotome. A second screwdriver was used to complete the procedure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received.current information is insufficient to permit a conclusion as to the cause of the event. The lot number identification necessary to review manufacturing history was not provided.